Event description:
Event description guidant rec'd information that this implantable cardioverter defibrillator (ICD) was returned to guidant 2.5 years after explant due to pt's death. The pt had expired from an unspecified cause.